Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms was confirmed via the log file; however, the reported event of damage to the white connector was not confirmed. The log files spanned approximately 10 days ((B)(6) 2021 to (B)(6) 2021 per the timestamp). Atypical power cable disconnect alarms intermittently activated throughout the log file due to an invalid rsoc fault on the power cables not associated with a power source exchange. The alarm resolved shortly after activation and did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. The returned hm3 system controller, serial (B)(6) , was functionally tested and was connected to a mock circulatory loop for an extended period of time without any issue. Per provided information, the issue resolved after replacing the controller. A root cause of the reported event was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including power cable disconnect. Heartmate iii patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. According to heartmate iii instructions for use ¿replace any equipment or system component that appears damaged or worn¿. Heartmate iii instructions for use section 8-¿equipment storage and care¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 03nov2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 for fluid volume overload. Vad interrogation showed multiple low voltage advisory alarms. A crack was noted on the white battery connection so the primary controller was exchanged.